Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unspecified vessel of the arm a 10.0 x40, 75cm gladiator balloon catheter was selected to dilate the lesion. The balloon was inflated three times. Upon third inflation, the balloon ruptured at 17 atmospheres. The device was removed intact. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).